Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -6.5/+6.0/148 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 an additional pi-yag was added, the surgeon reporting excessive vault and significant reduction of irido-corneal angles (ica). The cause of the event is reported as other: "apparently the lens is longer/bigger than expected causing a bigger vault." The lens remains implanted.